Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was to be used during an endoscopic retrograde cholangiopancreatography on a male patient. According to the complainant, during preparation, it was noted that the pull wire attached to the stylette at the proximal end of the device was bent. The plastic hub was bent at a 45 degree angle and appeared to be melted. The package did not appear to have contributed to the damage. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.